Event description:
The customer noticed sporadically over the past few weeks, an occasional result would not reproduce. The issue began with ion selective electrode (ise) sodium and potassium. The erroneous results were not reported outside the lab and were normal upon repeat testing. The same issue occurred on (B)(6) 2012 with the calcium assay. The initial result was 14.4 mg/dl with a data flag and was reported outside the laboratory. The physician questioned the result the next day and instructed the patient to go to the ER to have blood drawn for repeat testing. The customer stated the calcium result from the redraw sample was normal but she did not know the actual result. On (B)(6) 2012, the physician contacted the laboratory and requested the original sample be repeated. The customer repeated the sample and the calcium result was 10.0 mg/dl. The repeat result was considered to be correct. The customer could not provide information on the patient's current condition. The calcium reagent lot number was 65981001 with an expiration date of (B)(6) 2012. The field service representative determined there was a partially clogged probe. He replaced the probe and ise tubing, inspected the entire instrument and performed all necessary diagnostic and maintenance functions. To verify the analyzer operation, he had customer run calibration and quality control with all results within the customer's ranges.